Manufacturer narrative:
(B)(4).

Event description:
During index procedure the patient had one endeavor sprint drug-eluting stent implanted in the lad. Approximately one month later patient death occurred. Cardiopulmonary resusitation had been attempted. Investigator indicated that the reported event was not related to the study device.

Manufacturer narrative:
Patient has a history of hypertension. Index procedure was prompted by acute mi. During index procedure the patient had two endeavor sprint drug-eluting stent implanted in the lad. The previously reported patient death did not occur. No ae for this patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.